Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was exhibiting high pacing impedance measurements. Shocking impedances are normal. No noise is seen on the shock electrogams.